Event description:
Clinician turned the vent screen to face her during care time and the screen went black. Clinician said she then turned the screen towards her on the other side of the bed and the screen remained black and then after a few seconds it returned to normal, showing settings and graphics.